Event description:
It was reported that: "incident happened on (B)(6) 2021, in the orthopedic and trauma surgery unit. We faced leaks of the cuff. The consequence was a desaturation of the patient with the risk of acute respiratory distress. This incident necessitated an overpressure at the level of the cuff". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number reported, 5-10113 et tube,cf,6.5, is not being manufactured currently, however, another part number from the same family (part # 00001-08 lot # 3150326) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production; the samples were visually inspected and issue reported "leak - gas leak - other" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.